Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the guidewire's coating has peeled. A v-18 control wire was selected to be used for a percutaneous transluminal angioplasty procedure. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. At an unspecified time in the procedure it was observed that the coating of the wire has peeled off. The procedure was completed with another v-18 control wire. No patient complications were reported.